Event description:
It was reported that patient experienced a hyperglycemic episode on (B)(6) 2026 (value 25 mmol/l) that required hospital admission and treatment with bolus via pump which stabilized the patient's condition. The patient also presented with symptoms of feeling unwell and vomiting at the time of hospitalization. Patient was discharged within twenty-four hours of admission in stable condition no further complications.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.